Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age and gender unknown) the device returned a "shock advised" determination for what appeared to be a non-shockable heart rhythm and subsequently delivered the shock. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that during ECG analysis event 3, the device returned a shock condition on segments one and three. Segment one and three returned shock advised results due to low normalized amplitude, high waveform variability and high detected number of peaks. Segment two returned a no shock advised result due to no matching condition. CPR was conducted during segment one, which introduced high amplitude artifact and a baseline change. It is important to note that the zoll r series operators guide instructs users to keep patient motionless during ECG analysis. Motion artifact introducted by patient movement, therapy pad movement or continuing CPR through an analysis period may negatively impact analysis outcomes. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.